Event description:
Allegations of severe damage to her immune and autoimmune systems, injuries to joints, connective tissue, skin and other systemic bodily injury, silicone granulomas and disfigurement; intact upon removal.